Manufacturer narrative:
The following devices were also listed in this report: 26mm +4 v40 taper vit head; cat# 6260-5-226; lot# 55388204; 23mm mod rev hip bdy/blt +20mm component level 9006-1-223; cat# 6276-1-223; lot# 57845905. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Patient with history of hemiarthroplasty performed in 2007, previous to cors. On (B)(6) 2017 patient underwent revision of hemiarthroplasty with exchange of femur and unipolar components. Patient doing well until he had a small draining and redness around the incision area. Surgery on (B)(6) 2017 included revision for infection with insertion of functional spacer. The surgery on (B)(6) 2017 involved removal of the functional spacer and reimplantation of final components".